Manufacturer narrative:
The insulin pump was received with no button response due to keypad connector unlocked. The insulin pump was received with cracked case at display window corner, minor scratched display window. (B)(4).

Event description:
The customer's father reported via phone call that the customer had a keypad anomaly. The father stated the down arrow button was not responsive on the insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.